Event description:
An error message was reported with the adc device in use with xiaomi redmi note with android operating system version 13. Customer received a scan error message and was unable to obtain readings. As a result, customer experienced seizure and loss of consciousness and was unable to self-treat. Customer was seen at a hospital and received treatment of glucose by an hcp for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported scan error message with freestyle librelink application. Adc attempted to replicate the reported issue using similar configuration of samsung galaxy a52 (android 13, 2.10.1.10406). The reported issue was unable to be replicated and the system functioned as intended. There were no issue identified with the fs librelink app during replication that would have led to the reported issue. Therefore, this issue is not confirmed. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.